Event description:
As reported by the edwards field clinical specialist, following the transcatheter aortic valve replacement (tavr) procedure a small rupture was noted in the patient's external iliac artery. Two covered stents were placed to repair the rupture. Additional investigation revealed the following: the peripheral access site was the left common femoral artery. The minimum luminal diameter at the location of the rupture was 7mm. The vessel was described as moderately calcified and mildly tortuous. Nothing abnormal was noticed about the sheath or dilators before or after use. Per report, the sheath did not malfunction, and no difficulty was experienced with use of the closure device.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. In addition, there was no report of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 7mm, and the vessels were noted to be moderately calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. There was no significant vessel calcification or tortuosity, and there was no report of difficulty advancing or withdrawing the sheath. It is possible that the borderline size of the vessel in combination with moderate calcification and mild tortuosity contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.